Manufacturer narrative:
This event was determined to be a duplicate of MFR #: 2916596-2023-02152. Investigation findings were submitted under MFR #: 2916596-2023-02152.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's controller alarmed and was exchanged.

Manufacturer narrative:
The patient's controller was noted to be re-used from another patient. MFR # 2916596-2023-03234 will cover the unknown exchange where the patient acquired this controller. The heartmate 3 instructions for use (IFU) section 5 ¿surgical procedures¿ states that components of the heartmate 3 left ventricular assist system that are supplied sterile are intended for single use only and should not be re-used or re-sterilized. In this case the investigation revealed that the system controller had been reused from another patient. The manufacturer will provide additional notification to the customer. Manufacturer's investigation conclusion: the reported event of the controller alarming and being exchanged was not confirmed. Additional information provided stated that the heartmate 3 system controller (serial number: (B)(6)) would be returned for evaluation; however, the controller has not been returned to this date. This file will be reopened at a later date if the controller is returned for evaluation. Multiple requests for additional information were made to determine if log files associated with the exchanged controller could be provided and which type of alarm was observed; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 20jul2022. Heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿ covers all alarms (visual and audible), and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.